Manufacturer narrative:
The hospital performed a checkout of the equipment. Inspection of the equipment noted that the inspiratory flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensors were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit failed the preoperative checkout. There was no report of patient involvement.